Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte stent delivery system with stent and no other devices. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secured on the balloon. The first three distal rows of stent struts were flared and bent. There were numerous kinks throughout the shaft of the device. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50mm x 20mm liberte stent delivery system (sds) was selected to treat the target lesion but prior to use the proximal edge of the stent was noted to be defective and the stent struts were noted to be "not well crimped". The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50mm x 20mm liberté¿ stent delivery system (sds) was selected to treat the target lesion but prior to use the proximal edge of the stent was noted to be defective and the stent struts were noted to be "not well crimped". The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.